Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'failed downstream occlusion' which was reproduced. A review of the event history log identified downstream occlusion alarms. The reported condition was/was not verified. The cause was determined to be the force sensor being out of specification and failing calibration. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "failed downstream occlusion". This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.